Event description:
It was reported that the device was not able to be retracted into the safety sheath. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Without the defective unit, we couldn't carry out the failure investigation. No testing or visual inspection could be performed, as no product was made available for evaluation.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07549 is no longer considered reportable, please disregard any MDR reports associated with it.